Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 the patient called their clinic team in the middle of the night to inform them that they had a no external power/low voltage hazard at 01:12. Healthcare providers confirmed that the mobile power unit (mpu) was adequately powered and were unable to resolve the issue in the middle of the night. The patient safely went on battery power remained on batteries for the rest of the night. The following morning while attempting to troubleshoot over the phone the healthcare providers confirmed that the mpu had the green power light illuminated. The black and white system controller power cables were connected individually to the mpu without issue, but when both were connected a low voltage hazard/no external power alarm became active. A solution was unable to be determined over the phone, so the patient was provided with a new mpu. The new mpu was used without issue on (B)(6) 2024, but while getting up on (B)(6) 2024 a low voltage hazard/no external power alarm occurred at 09:05 without a known cause. The patient's clinic team was informed. The following night, on (B)(6) 2024 at 00:003 there was another no external power without a low voltage hazard alarm without a known cause. The patient went to batteries on both of these occurrences without issue. The patient reported no issues with the mpu on (B)(6) 2024 and presented to clinic on (B)(6) 2024. Log files were downloaded and sent for review, and while waiting for the analysis healthcare providers plugged each mpu into a working outlet to ensure the green power light was illuminated, and then connected the patient to each mpu to both educate them and verify the issue they were having. Both mpu's seemed to work without issue. It was then observed that the black and white power cables had tiny cuts (some deeper than others). When the power cables were bent near the cuts the mpu would produce an audible alarm, but the system controller did not have any active visual or audible alarms noted. They were able to reproduce the alarms consistently on the mpu by bending the controller power cables, so a controller exchange was performed without issue. The patient was instructed to call the team if alarms continued, and upon questioning it was determined that the patient has cats in their home. The patient was fairly certain the small cuts were from their cat clawing or biting the controller power cables while the patient was sleeping. The patient was educated on the importance of protecting the equipment. It was noted that the driveline did not have any damage. The event log that was sent contained loss of external power events while the patient was using the mpu. The controller did switch appropriately to the backup battery following these events and the alarms resolved once external power was restored. It was noted that the backup battery usage count did increase steadily since (B)(6) 2024. Additional log files from the patient's original system controller were sent for review, noting that during the 10¿15-minute period before the exchange they were manipulating power cables to reproduce alarms and that the alarms were active on the mpu but not the controller. Also noted was that the alarms could not be reproduced on batteries. The review of this log file found nothing unusual besides the already reported data from the first set of logs. It was noted that the damage may have affected the controller's ability to alarm, as the mpu will echo system controller alarms. The patient presented to clinic on (B)(6) 2024 for a routine follow up, and log files were sent in to ensure that any issues prior to the controller exchange had been resolved. The log file captured routine events, there were no adverse alarm conditions or parameter changes. Two un-sustained low flow events related to elevated pulsatility index (pi) were noted on (B)(6) 2024 and (B)(6) 2024. It was additionally stated on (B)(6) 2024 that the alarms resolved after the controller exchange and that the patient was doing well at home.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported events of no external power alarms and an audible tone sounding from the system controller were confirmed via the provided log files and via controller¿s functional evaluation. The log files captured no external power alarms on 28apr2024 and 29apr2024. These alarms appeared to have been caused by the voltage within both power cables fluctuating below the alarm threshold, and the alarms resolved within a few minutes when power was restored to the system. The log files did not contain data from the reported event date of 19apr2024. The pump operated as intended throughout the data. The returned system controller (serial number (B)(6)) was observed to have several bite and puncture marks on its power cables upon arrival. After connecting the controller to a mock loop and known working test equipment, the reported audible tone from the controller with no active alarm was reproduced when manipulating the white power cable near the puncture marks. The controller operated the mock loop as intended despite the audible tone. The cable was stripped which revealed multiple wires under the jacket were damaged and had conductors exposed that resulted in the audible tone and that could have also resulted in the alarms observed within the log file data. Available information indicates that the root causes of the reported events were related to the patient¿s cat damaging the controller¿s power cables, and all issues resolved upon exchanging the system controller. The patient was also re-educated on the importance of protecting their equipment from pets. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D) instructs users that extra caution and care for the equipment should be taken when pets are present. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.